Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) issue discovered by biomed during troubleshooting is the cart is not charging to ballon pump's battery. Power supply in the cart to be broken. No patient involved. No harm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.additional phone number:(B)(6).

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field - e1( event site telephone ). It was reported that cardiosave iabp is not charging to ballon pump's battery. Patient not involved and no harm reported. Customer did the repair by themselves. The cause was broken power supply in the cart. Customer replaced the damaged component (power supply 0014-00-0085) and reported that the device is working fine now.

Event description:
N/a.